Event description:
This rv lead was implanted on (B)(6) 2010 and will be explanted due to an infection. This was reported to technical services on 10/9/2012. The procedure will take place at (B)(6) with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).